Event description:
A report is needed to advise of thermal damage found in the device during analysis. After the case, a loud pop sound came from the current generator. After, an error message was displayed on both the ensite x and generator.

Manufacturer narrative:
One pulse field ablation (pfa) generator was received for evaluation. The field reported event was able to be confirmed by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was not able to be reproduced, however the root cause was attributed to electrical thermal damage to the bfc pinnacle hv board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified.